Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection at implant site and extrusion of the receiver-stimulator. Subsequently, the device was explanted on (B)(6) 2019.